Event description:
It was reported that during a follow-up, the left ventricular lead exhibited loss of capture. Upon an x-ray, it was revealed that the lead had dislodged. The device was reprogrammed and a system revision would be scheduled. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.